Manufacturer narrative:
Initial reporter address: (B)(6). Device problem code: (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that the catheter along with the balloon broke just below the balloon and detached inside the patient, which was confirmed via a photo submitted by the customer. It is unknown if the detached piece has been retrieved. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that the extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on march 1, 2022. During the procedure, it was noted that the catheter along with the balloon broke just below the balloon and detached inside the patient, which was confirmed via a photo submitted by the customer. It is unknown if the detached piece has been retrieved. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. Additional information received on march 15, 2022 the detached piece has been retrieved using a spyglass snare.

Manufacturer narrative:
Initial reporter address: 601 dr martin luther king jr ave ne additional information: blocks b1 (adverse event/product problem), b2 (outcomes attrib to adv event) , b5 (describe event or problem), h1 (type of reportable event) and h6 (impact codes) device problem code (B)(6) captures the reportable event of catheter break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.